Event description:
It was reported that the patient never had therapeutic effect. It was noted that the device was implanted in 1997 and had side effects on the whole right side of the patient¿s body. It was noted that there was tingling, the patient¿s foot was ¿lifting off the floor,¿ and it was ¿pulling the muscles of their face to the right side. The patient was reportedly referred to a different health care provider that told them to remove the first device and have it replaced. Please refer to manufactures report # 6000032-2013-00234 for additional information on a related device.

Event description:
Additional information received from the consumer reported that she had had chronic headaches for the last 20 years. Her headaches had gotten worse since implant.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1997-(B)(6), product type extension product ID 3387-40, lot# l47030, implanted: 1997-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).